Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Return device analysis revealed that the stent implant was stationary on the balloon between the markers and the balloon was tightly folded. A new indeflator was filled with water and was used to inflate the balloon to the rated burst pressure (rbp) of 16 atmospheres. The balloon and stent implant inflated to the rbp with no anomalies noted. There was no rupture noted as reported. Additional information received from the facility indicates that the returned device is the reported device.

Event description:
It was reported that during the procedure in the narrow mid right coronary artery, pre-dilatation was performed and the 3.5 x 28 mm xience v stent system was advanced into the patient anatomy. The stent delivery system balloon was inflated to 6 atmospheres (atm) and the stent did not deploy. The balloon was then inflated to 8 atm and to 10 atm and the stent did not deploy. A balloon rupture was suspected. The stent system was removed from the patient anatomy and a new same device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: difficulty inflating the balloon can be affected by many factors including, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, leaks, or inflation technique. To ensure that this is not a manufacturing deficiency, all catheters are 100% visually inspected for damage and leak tested during manufacturing. Analysis of the 3.5 x 28 mm xience v stent delivery system noted contrast in the inflation lumen, which is consistent with preparation of the device. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted confirming the balloon had not been inflated. A new indeflator filled with water was used to inflate the balloon to the rated burst pressure (rbp). The balloon and stent implant inflated to rbp with no anomalies/rupture noted as reported, thus, there was no indication of a product quality deficiency. It is possible that there was a faulty connection between the catheter and the inflation device; however, this could not be confirmed. Additional information received confirmed that the correct device was returned for analysis and the contrast ratio used during the procedure was 1:1 contrast/saline, which is consistent with the xience v instructions for use. The inflation issue and balloon rupture were not confirmed; therefore, a conclusive cause of the reported difficulties could not be determined. A search of the lot history record indicated no associated nonconforming material records. Additionally, a query of the complaint handling database indicated no related incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.